Manufacturer narrative:
The pump was returned, and analysis found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for unknown indication of use. It was reported that motor stall was seen at initial interrogation. It was unknown if the patient recently have a magnetic resonance imaging (MRI). The rep interrogated the pump and it showed a motor stall on the attention dialogue box. The rep could then not move to any other screens to see the dosing information. Pump status and/or event log reported motor stall occurred; motor stall (active). The rep was to discuss further with the hcp and confirm in the logs the date and time of the motor stall and whether there was any electronic magnetic interaction (emi) or magnetic interaction. No symptom was reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the pump was explanted and was to be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.